Event description:
The recipient reportedly experienced pain with and without device use. The recipient was a non-user of the device. The recipient's device was explanted. The recipient was not reimplanted. The recipient is doing well following explant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed. Rework noted a silicone surface void was observed, repaired, and cleaned per procedure. This is the final report.